Event description:
It was reported that, "theatre assistant, reports via our area executive orthopaedics, that after washing process dirt still comes out of the trial heads, which she guesses to sit behind the ring (2008-2046 to 2208-2068). Additionally she reports that the trial heads run in silver of the time and then the size is no longer readable.

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2011-00167, 00168, 00169, 00170, 00171, 00173, 00174.